Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
"Customer called insord stapler stopped work after two staples" (B)(4). 1216677-2020-00202 insorb 30 stapler 2030 (B)(4).

Event description:
Insord stapler stopped work after two staples 1216677-2020-00202-1 insorb 30 stapler 2030 (B)(4)

Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned review DHR *analysis and findings distribution history the complaint product was packaged at csi on 01/08/2020. Manufacturing record review (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed did showed similar reported complaint conditions. Product receipt the complaint product is unavailable for evaluation. Visual evaluation evaluation of the complaint product could not be completed as the complaint product is not available. If the product becomes available at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product is not available. If the product becomes available at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action coopersurgical will continue to trend this complaint condition, no further corrective action is required at this time. Complaint could not be confirmed, no further training required at this time. *was the complaint confirmed? No